Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) assessed the system and recommended lead replacement if the 28 day average is greater than 150 ohms. Ts further noted that the impedance measurements initially elevated prior to this, but no known date was documented. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.